Event description:
Philips received a complaint by the customer on the v60 indicating that the device displayed a 110d proximal pressure sensor range error. It was reported that there was no patient involvement at the time the issue was discovered. The v60 has been removed from service, but there was not any adverse outcome to patient care or therapy. The customer reported a 110d error code to the remote service engineer (rse) - the proximal pressure was not measured, and pressure-related alarms were compromised. The rse informed the customer that the latest version of the service manual is version r. To troubleshoot the device, the rse advised the customer to cycle the ventilator power to reset the proximal pressure sensor and replace the data acquisition (da) printed circuit board assembly (pcba). The rse also recommended that the customer test the device for 24 hours while utilizing the following settings: mode: s/t ipap: 15 cmh2o epap: 4 cmh2o. The biomedical (biomed) engineer reported that the device ran for 48 hours, and the v60 did not exhibit any problems. The biomed confirmed that the device was placed back into service.